Manufacturer narrative:
Pump passed the functional tests, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and dat at 0.0875 inches. Successfully downloaded history files and traces using thump. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date (B)(6) 2025 listed on smartsolve due to insufficient data in the trace/history files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The test sc1-cap does lock in place in the reservoir compartment. Pump received with scratched case, pillowing keypad overlay, stained keypad overlay, and cracked keypad overlay. Alleged device test failed not confirmed during full functional testing. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The blood glucose value at the time of the event was 400 mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. The customer also reported that the pump did not pass the high-pressure test. No further patient complications were reported. No product return is required for mmt-1886.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.